Manufacturer narrative:
Date is approximate. Concomitant medical products: product ID: 3093-28, lot# v703023, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 08-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported they had no bladder control, they were peeing their pants down their legs and using the heaviest incontinence pads they could get. They reported the device was great when it worked. The stated it was embarrassing to pee in their pants all the time. They reported their doctor tried to test them. They then reported they got a new doctor who did extensive testing and said the ins and lead needed to be replaced. They also reported the device was shocking them and they could not get it to quit. The healthcare provider told them to shut it off. They tried for a little bit, but had no bladder control. They reported the shocking was bad at the time of the report, it was to the point that they had difficulty sitting and had to sit to one side. Their right buttock ached from this. The patient said the problem was the healthcare provider told them they could not replace it until june because they need to wait for a manufacturer representative to be available to assist. The patient said their healthcare provider have them medicine to try until then. The patient said they tried all the medication and it did not work, stating they were allergic to a lot of stuff anyway. The patient was redirected to their healthcare provider. No further complications were reported or anticipated.